Event description:
This case was reported via regulatory authority ((B)(4)) on 01-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("asymmetrical position of inserts") and abdominal pain ("major, intense pain on left side of abdomen, abdominal pain above the joint, which forced me to reduce my salaried occupation by half.") In a female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. Concomitant products included anesthetics nos for procedural pain. In (B)(6) 2006, the patient started essure (ess205). In november 2006, the patient experienced abdominal pain (seriousness criterion medically significant). In 2010, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required) and general physical health deterioration ("deterioration of my health status"). In (B)(6) 2010, the patient experienced cystitis ("following partial removal, regular bouts of cystitis, 3 to 7 each year"), diarrhoea ("following partial removal, periods of severe diarrhoea"), menorrhagia ("very painful menstrual periods, sometimes lasting 3 weeks"), dysmenorrhoea ("very painful menstrual periods"), menstruation irregular ("menstrual periods, totally irregular sometimes, lasting 3 weeks or absent for 2 months") and oligomenorrhoea ("menstrual periods, sometimes absent for 2 months"). On (B)(6) 2010, the patient experienced complication of device removal ("ablation of the left insert and part of the right insert, leaving the rest in the right uterine horn"). In 2012, the patient experienced dyspnoea exertional ("bouts of dyspnoea on effort, shortness of breath"). In 2013, the patient experienced arthralgia ("intense joint pains in the arms and neck"). On an unknown date, the patient experienced device breakage ("ablation of the left insert and part of the right insert, leaving the rest in the right uterine horn"), abdominal pain lower ("intense pain in lower abdomen and back"), back pain ("intense pain in lower abdomen and back"), palpitations ("recurrent heart palpitations"), burning sensation ("burning and tingling sensation in lower limbs and in the uterus"), uterine pain ("burning and tingling sensation in lower limbs and in the uterus"), paraesthesia ("burning and tingling sensation in lower limbs and in the uterus"), headache ("more and more intense episodes of headache") and fatigue ("major fatigue requiring pauses for naps during the day"). The patient was treated with surgery ((B)(6) 2010:laparoscopy:ablat. Of left insert and part of right insert,rest left in right uter.horn). Essure (ess205) was withdrawn. At the time of the report, the device dislocation, abdominal pain, device breakage, general physical health deterioration, cystitis, diarrhoea, menstruation irregular, oligomenorrhoea, dyspnoea exertional, palpitations, headache and complication of device removal outcome was unknown and the menorrhagia, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, burning sensation, uterine pain, paraesthesia and fatigue had not resolved. The reporter provided no causality assessment for device dislocation, abdominal pain, device breakage, general physical health deterioration, cystitis, diarrhoea, menorrhagia, dysmenorrhoea, menstruation irregular, oligomenorrhoea, dyspnoea exertional, abdominal pain lower, back pain, arthralgia, palpitations, burning sensation, uterine pain, paraesthesia, headache, fatigue and complication of device removal with essure (ess205). The reporter commented: after placement of the essure inserts under general anaesthetic in 2006, confirmatory abdominal plain film in (B)(6) 2006 showed their placement. Starting in (B)(6) 2006, intense pain on the left side of the abdomen led me to undergo pelvic ultrasound and then colonoscopy with no results. After MRI was performed with difficulty due to artefacts, an appointment could not be made for a procedure because doctor had left his job in the region in 2007. In (B)(6) 2010, in view of the deterioration of my health status, I asked for another abdominal plain film, which showed an asymmetrical position of inserts. On (B)(6) 2010, doctor had me undergo laparoscopy for ablation of the left insert and part of the right insert, leaving the rest in the right uterine horn. Following that procedure, I had regular bouts of cystitis, 3 to 7 each year, and periods of severe diarrhoea. I have had three ultrasounds to check for fibroma or uterine polyps potentially responsible for the pain, the severity and irregularity of my menstrual periods. In 2012, chest x-ray did not find any explanation for my bouts of dyspnoea on effort and the works doctor is concerned about my shortness of breath. In 2013, another pelvic x-ray was done to look for a reason for the abdominal pain above the joint, major pain on left side of abdomen, which forced me to reduce my salaried occupation by half. I have intense joint pains in the arms and neck, which have not regressed despite session of osteopathy and physiotherapy, burning and tingling sensation in lower limbs. In the uterus, more and more intense episodes of headache, major fatigue requiring pauses for naps during the day. Diagnostic results: in (B)(6) 2006: abdominal plain film: essure placement confirmed. In (B)(6) 2006: pelvic ultrasound and then colonoscopy: no results. MRI performed with difficulty due to artefacts: no result reported. In (B)(6) 2010: another abdominal plain film: an asymmetrical position of inserts. On (B)(6) 2010: laparoscopy: for ablation of the left insert and part of the right insert, leaving the rest in the right uterine horn. On unspecified dates: three ultrasounds: to check for fibroma or uterine polyps potentially responsible for the pain, the severity and irregularity of my menstrual periods: no results reported. In 2012, chest x-ray: no explanation for my bouts of dyspnoea on effort. In 2013, another pelvic x_ray was done to look for a reason for the abdominal pain above the joint: no result reported. Company causality comment: this non-medically confirmed spontaneous case, reported via regulatory authority, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced device dislocation ("asymmetrical position of inserts") and abdominal pain ("major, intense pain on left side of abdomen, abdominal pain above the joint, which forced me to reduce my salaried occupation by half."). Abdominal pain started in the year of device insertion. Pelvic ultrasound, colonoscopy, and MRI were performed without findings. Four years later device dislocation was diagnosed via abdominal plain film and the devices were removed with a part of the device being left behind in the right uterine horn (regarded as device breakage). Device dislocation and abdominal pain are serious due to their medical significance and device breakage is non-serious. All events are anticipated according to essure's reference safety information. After essure insertion, abdominal, pelvic and uncharacterized pain may occur. Considering this, causality of abdominal pain with essure cannot be excluded. During essure therapy there is a risk that the device could move out of the fallopian tubes. This movement could be device expulsion into the uterus/out of the body, device dislocation into the fallopian tube or can occur as a result of a perforation during insertion. In this case the exact time and mechanism of device dislocation are not known but considering the event's nature, causality with essure cannot be excluded. During difficult insertions and removals, single cases of essure breakage have been reported. In this case, device breakage was detected at surgical removal; however, the exact time point is unknown. Based on the nature of this event, causality was assessed as related to essure. This case was regarded as incident since device removal was required (intervention required). A product technical analysis is being sought.

Manufacturer narrative:
This case was reported via regulatory authority (reference number: (B)(4)) on 01-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("asymmetrical position of inserts") and abdominal pain ("major, intense pain on left side of abdomen, abdominal pain above the joint, which forced me to reduce my salaried occupation by half.") In a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included anesthetics and general (general anesthesia) in 2006 for procedural pain. In (B)(6) 2006, the patient had essure (ess205) inserted. On the same day, the patient experienced abdominal pain (seriousness criterion medically significant). In 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and general physical health deterioration ("deterioration of my health status"). In (B)(6) 2010, the patient experienced cystitis ("following partial removal, regular bouts of cystitis, 3 to 7 each year"), diarrhoea ("following partial removal, periods of severe diarrhoea"), menorrhagia ("very painful menstrual periods, sometimes lasting 3 weeks"), dysmenorrhoea ("very painful menstrual periods"), menstruation irregular ("menstrual periods, totally irregular sometimes, lasting 3 weeks or absent for 2 months") and menstruation delayed ("menstrual periods, sometimes absent for 2 months"). On (B)(6) 2010, the patient experienced complication of device removal ("ablation of the left insert and part of the right insert, leaving the rest in the right uterine horn"). In 2012, the patient experienced dyspnoea exertional ("bouts of dyspnoea on effort, shortness of breath"). In 2013, the patient experienced arthralgia ("intense joint pains in the arms and neck"). On an unknown date, the patient experienced device breakage ("ablation of the left insert and part of the right insert, leaving the rest in the right uterine horn"), abdominal pain lower ("intense pain in lower abdomen and back"), back pain ("intense pain in lower abdomen and back"), palpitations ("recurrent heart palpitations"), burning sensation ("burning and tingling sensation in lower limbs and in the uterus"), uterine pain ("burning and tingling sensation in lower limbs and in the uterus"), the first episode of paraesthesia ("burning and tingling sensation in the uterus"), the second episode of paraesthesia ("burning and tingling sensation in lower limbs"), headache ("more and more intense episodes of headache") and fatigue ("major fatigue requiring pauses for naps during the day"). The patient was treated with surgery ((B)(6) 2010:laparoscopy:ablat. Of left insert and part of right insert,rest left in right uter.horn). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the device dislocation, abdominal pain, device breakage, general physical health deterioration, cystitis, diarrhoea, menstruation irregular, menstruation delayed, dyspnoea exertional, palpitations, headache and complication of device removal outcome was unknown and the menorrhagia, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, burning sensation, uterine pain, the last episode of paraesthesia and fatigue had not resolved. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, arthralgia, back pain, burning sensation, complication of device removal, cystitis, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspnoea exertional, fatigue, general physical health deterioration, headache, menorrhagia, menstruation delayed, menstruation irregular, palpitations, uterine pain, the first episode of paraesthesia and the second episode of paraesthesia with essure (ess205). The reporter commented: after placement of the essure inserts under general anaesthetic in 2006, confirmatory abdominal plain film in (B)(6) 2006 showed their placement. Starting in (B)(6) 2006, intense pain on the left side of the abdomen led me to undergo pelvic ultrasound and then colonoscopy with no results. After MRI was performed with difficulty due to artefacts, an appointment could not be made for a procedure because doctor had left his job in the region in 2007. In (B)(6) 2010, in view of the deterioration of my health status, I asked for another abdominal plain film, which showed an asymmetrical position of inserts. On (B)(6) 2010, doctor had me undergo laparoscopy for ablation of the left insert and part of the right insert, leaving the rest in the right uterine horn. Following that procedure, I had regular bouts of cystitis, 3 to 7 each year, and periods of severe diarrhoea. I have had three ultrasounds to check for fibroma or uterine polyps potentially responsible for the pain, the severity and irregularity of my menstrual periods. In 2012, chest x-ray did not find any explanation for my bouts of dyspnoea on effort and the works doctor is concerned about my shortness of breath. In 2013, another pelvic x-ray was done to look for a reason for the abdominal pain above the joint, major pain on left side of abdomen, which forced me to reduce my salaried occupation by half. I have intense joint pains in the arms and neck, which have not regressed despite session of osteopathy and physiotherapy, burning and tingling sensation in lower limbs. In the uterus, more and more intense episodes of headache, major fatigue requiring pauses for naps during the day. Diagnostic results: in (B)(6) 2006: abdominal plain film: essure placement confirmed in (B)(6) 2006: pelvic ultrasound and then colonoscopy: no results. MRI performed with difficulty due to artefacts: no result reported in (B)(6) 2010: another abdominal plain film: an asymmetrical position of inserts on (B)(6) 2010: laparoscopy: for ablation of the left insert and part of the right insert, leaving the rest in the right uterine horn on unspecified dates: three ultrasounds: to check for fibroma or uterine polyps potentially responsible for the pain, the severity and irregularity of my menstrual periods: no results reported in 2012, chest x-ray: no explanation for my bouts of dyspnoea on effort in 2013, another pelvic x_ray was done to look for a reason for the abdominal pain above the joint: no result reported the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-apr-2017 for the following meddra preferred terms: device dislocation. The analysis in the global safety database revealed 1139 cases. Device breakage. The analysis in the global safety database revealed 1619 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confìrm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced device dislocation ("asymmetrical position of inserts") and abdominal pain ("major, intense pain on left side of abdomen, abdominal pain above the joint, which forced me to reduce my salaried occupation by half."). Abdominal pain started in the year of device insertion. Pelvic ultrasound, colonoscopy, and MRI were performed without findings. Four years later device dislocation was diagnosed via abdominal plain film and the devices were removed with a part of the device being left behind in the right uterine horn (regarded as device breakage). Device dislocation and abdominal pain are serious due to their medical significance and device breakage is non-serious. All events are anticipated according to essure's reference safety information. After essure insertion, abdominal, pelvic and uncharacterized pain may occur. Considering this, causality of abdominal pain with essure cannot be excluded. During essure therapy there is a risk that the device could move out of the fallopian tubes. This movement could be device expulsion into the uterus/out of the body, device dislocation into the fallopian tube or can occur as a result of a perforation during insertion. In this case the exact time and mechanism of device dislocation are not known but considering the event's nature, causality with essure cannot be excluded. During difficult insertions and removals, single cases of essure breakage have been reported. In this case, device breakage was detected at surgical removal; however, the exact time point is unknown. Based on the nature of this event, causality was assessed as related to essure. This case was regarded as incident since device removal was required (intervention required). According to the product technical analysis, a product quality defect could not be confirmed but was considered plausible.